Manufacturer narrative:
Additional information has been provided has been not included on the initial report: the customer stated that there were two dents in the reservoir. The reservoir was filled, when the plunger was pushed the insulin leaked through the dents and past the o-rings.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer saw some kind of line on the reservoir. Insulin leaked from this line. Customer's blood glucose level was not reported. The device was not returned.